Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard flow controller extension set with needleless y-site(s) experienced flow accuracy issues. The following information was provided by the initial reporter: the continue to experience flow failures.

Event description:
It was reported that the bd maxguard flow controller extension set with needleless y-site(s) experienced flow accuracy issues. The following information was provided by the initial reporter: the continue to experience flow failures.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jul-2022. H6: investigation summary: five samples of item number mfs141 were submitted for quality investigation. The customer complaint of flow issue - accuracy were verified by investigation. The samples submitted were connected to a secondary infusion set that was connected to an IV bag with saline solution. The mfs141 flow control valve was set to "open" and it did not allow for flow through the sample. The dial was then set to the 250 ml/hr and 100 ml/hr settings. No settings allowed for flow through the flow control valves. A device history record review for model mfs141 lot number 22029867 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25feb2022. The root cause for the issue seen in this complaint is an issue with the construction of the flow control valve. H3 other text : see h10.